Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer found a hair on the z9002 intraocular lens (iol) when the lens package was opened on the sterile field. Further follow up reports that the hair/fiber was found in the internal lens package opened by the technician. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/31/2018. Device returned to manufacturer? Yes. Device evaluation: sample was received. Visual inspection using magnification was performed to the returned sample: the z9002 lens was returned in its original package with the directions for use, implant notification card, patient implant identification card and sheet labels. The inner pouch returned opened. A particle looks like a hair was observed behind the lens case and not on the lens, as indicated on initial report. Lens was observed not properly positioned in its lens insert. Loose fibers/particles were also observed on the lens, which may have been related to handling of the unit out of a sterile environment. No damaged was also observed on the lens and haptics. The reported complaint was verified; however, it cannot fully confirm if it was identified during manufacturing process since the device was opened and handled prior to insertion process. Based on the analyzed of the returned sample, there is no indication of quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it and examine the lens optical surfaces for other defects. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.